Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump was dead. The customer's blood glucose at the time of incident was 400 mg/dl, current blood glucose is 133 mg/dl. It also stated that drive support cap was normal. The customer reported that the insulin pump received low battery alarm. The customer declined troubleshoot for high blood glucose. The customer treated high blood glucose with insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents, self test and displacement test. No low battery alert, no unexpected power loss anomaly and no blank display noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address, serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked reservoir tube window, cracked lcd window and cracked battery tube threads.